Manufacturer narrative:
Covidien reference: (B)(4). The tracheal tube was returned for investigation. A visual inspection was performed and all components were found to be assembled properly. An inflation deflation test was then performed and the product functioned as intended. The sample was submerged in water and no leaks were observed. The manufacturing guidelines were reviewed and found effective to detect the reported malfunction. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received alleging that during 'prior to use' testing, a tracheal tube's cuff had an air leak. There was no reported patient involvement. There is no death or serious injury associated with this event.